Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during an esophagectomy procedure, the device cut but did not staple. No further information is known.